Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump on (B)(6) 2014. Customer believes that the alarm occurred during basal delivery. Customer was advised to discontinue the pump use. Customer is being shipped 2 sensors with the pump. Customer was just sitting and drinking coffee when the pump said motor error. Customer's blood glucose level was 147 mg/dl. Customer was assisted with clearing the alarm. Customer uses the sensor feature on the pump. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised to return the pump with the battery and zero out the basal rates. No additional information provided.